Event description:
The home patient called corporate product surveillance (cps), on (B)(6) 2011, to report one cassette on which the pull plug was missing from the red heater line and patient line. The patient found this cassette approximately two weeks prior to the call they made to baxter. The home patient (hp) was contacted on (B)(6) 2011. The hp stated that after starting over with new supplies no further issues were found.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. This complaint for a report of a missing component was not confirmed. The root cause could not be determined. Baxter will continue to monitor similar reports to determine if further actions are required.